Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, when attempting to extend the obturator pocket, the internal bolster broke off. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
A visual examination of the device revealed that the internal bolster was found to be separated from the device and the bolster was returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The condition of the returned device was consistent that the internal bolster was separated from the device. Based on the information available it is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failure noted, therefore the most probable root cause is "handling damage.¿ a DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, when attempting to extend the obturator pocket, the internal bolster broke off. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.